Event description:
It was reported that a customer experienced that the touch function did not work, rendering the device inaccessible. There was no information provided regarding the customer's blood glucose level. The pump was scheduled to be returned for inspection, and in the meantime, a replacement pump was arranged.